Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Correction added to f10 and h6 with the new code "complete heart block".

Event description:
It was reported that this right ventricular (rv) lead was found microdislodged after initial implant. Intermittent loss of capture and complete heart block happened during the night after implant. The patient underwent a surgical intervention to reposition the lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found microdislodged after initial implant. Intermittent loss of capture happened during the night after implant. The patient underwent a surgical intervention to reposition the lead, which remains in service. No additional adverse patient effects were reported.